Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: strange sound was heard during firing, and handle became difficult to squeeze. Black return knob was retrieved but jaws didn't open. Tissue was resected with knife and sutured by hand. No patient harm. No reinforcement material was used at the time of the event.